Event description:
It was reported that an ilet pump did not wake when the user attempted to interact with it during a supply change, and the device screen remained dark until the user placed it on a charger, at which point it was found to have no battery charge. Customer care performed phone-based troubleshooting and user education to charge the device and call back for further assessment. Investigation of this case revealed that the device was unresponsive due to a depleted battery, with no alarms or notifications reported by the user prior to charging. No clinical symptoms reported, as blood glucose was not impacted during the event. Outcomes included no medical intervention, and no hospitalization. It was concluded that the event was consistent with user-related circumstances and that a device malfunction could not be confirmed.